Event description:
A nurse reported remote control works intermittently, an error code displayed and a system message displayed when turning the unit on. The customer checked the wires and the system worked normally. The nurse also reported the IV pole locked during a procedure. An auxilliary pole was used to complete the case following a delay greater than 15 minutes. There was no injury or harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. (B)(4).